Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device did not charge and red led light came on while charging. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing for small battery drive, it was noted that the unit's indicator red light came on while charging. During in-house engineering evaluation, it was observed that the device did not charge and the alleged malfunction was duplicated. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.